Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional viperwire guide wire mentioned in b5 is filed under a separate report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a calcified lesion in the proximal circumflex. Five treatments, both retrograde and antegrade, were performed. During an attempt to reposition the oad further distal in the vessel to initiate a retrograde treatment, the viperwire guide wire moved unintentionally and the oad driveshaft was moved forward, which led to contact with the viperwire spring tip. This led to the viperwire spring tip fracturing and free floating in a small marginal branch. The oad was removed. Several attempts were made to retrieve the fractured spring tip; however, this was unsuccessful and the component remained in-vivo trapped with a stent. The patient was in stable condition. There was no pronounced wire bias observed. The vessel was primary wired with whisper ms guide wire.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a calcified lesion in the proximal circumflex. Five treatments, both retrograde and antegrade, were performed. During an attempt to reposition the oad further distal in the vessel to initiate a retrograde treatment, the viperwire guide wire moved unintentionally and the oad driveshaft was moved forward, which led to contact with the viperwire spring tip. This led to the viperwire spring tip fracturing and free floating in a small marginal branch. The oad was removed. Several attempts were made to retrieve the fractured spring tip; however, this was unsuccessful and the component remained in-vivo trapped with a stent. The patient was in stable condition. There was no pronounced wire bias observed. The vessel was primary wired with whisper ms guide wire.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported unintended system movement that caused damage to another device appears to be related to unintentional use error. In this case, it is possible that the unintended system movement that caused damage to another device is due to using glideassist mode without a fully secured guide wire. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply), h10.